Manufacturer narrative:
Intuitive has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken curved blade to be related to the customer reported complaint. The instrument was found to have the curved blade broken at the base. A piece approximately 0.505"-0.074" was found to be broken off. The broken piece was not returned. The complain was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the harmonic ace's blade broke while grasping the tissue. The fragment was retrieved during the same procedure. The procedure was completed as planned.